Event description:
Physician was using the stone crusher (number 18 noted on the handle), the equipment malfunctioned and remained in the open position. The physician performed a urethral meatotomy and was able to remove the instrument. A second stone crusher was obtained (number 25 noted on the handle). During the procedure the instrument broke. The x-ray showed that the jaws were open and actually had a 90% angle up. Attempts were made to try to close the jaws, as discussed with the co. The physician was not able to retrieve the instrument. A midline incision was made. A piece of stone was removed, the stone crushing forceps were straightened and able to be removed through the sheath.